Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 250 mg/dl, 272 mg/dl, 133 mg/dl, 277 mg/dl, 53 mg/dl. The customer was treated with food. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 133 mg/dl sensor glucose value from reported event 118 mg/dl at the time of the event. The sensor glucose value that triggered the suspend event was 50 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer stated that they had low battery and low sensor glucose. The customer declined troubleshooting for low and high blood glucose. The insulin pump will not be returned for analysis.